Manufacturer narrative:
The information provided from the revising surgeons indicates that the pdc device implanted into the c5-6 disc space subsided into the c5 vertebrae. The subsidence is believed to have led to migration of the pdc implant. This also resulted in patient neck and arm pain. The revising surgeon indicated the placement of the pdc retainer screw may have been too close to the intended keel position during implantation. He believes the keel may have collapsed into the hole left behind by the screw. This may have led to the subsidence and migration of the superior endplate. The surgeon decided that a revision and replacement of the pdc device was needed based on the patient's symptoms. DHR review did not identify any manufacturing anomalies that may have contributed. The risk assessment identified migration and subsidence as possible hazards with pain being a possible harm. There were no indications of new risks based on the information provided. Complaint history review found the rate of complaints to be within allowable limits based on the risk assessment. The device was not made available for evaluation by the hospital. A review of the prodisc c us surgical technique guide was completed. It was noted in the review that the stg advises placement of the pdc retainer screws in the distal 1/3 of the adjacent vertebral bodies to allow adequate room for keel preparation and implant insertion.

Event description:
A patient underwent a prodisc c removal procedure on (B)(6) 2020 due to implant subsidence and migration. The superior endplate subsided into the c5 vertebrae and migrated anteriorly. The patient expressed neck and arm pain which led to the surgeon's decision to explant the prodisc c and replace it with a 3d printed cage and plate.